Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set had a bent cannula. Blood glucose value was 400 mg/dl at the time of the incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed and the device will not be returned.